Manufacturer narrative:
Vyaire medical file identification: (B)(4). Third party service technician evaluated the device and replaced the flow valve,oxygen blender,pigtail cable and fan guard assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 occurred high flow and unable to adjust, oxygen test failed, only getting 75.8% at the 90% setting, pigtail damaged and fan guard cover is missing. At this time, there is no information regarding patient involvement associated with the reported event.